Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced heavy bleeding from the axillary site. A sandbag was placed and blood was transfused. Impella support continues.

Manufacturer narrative:
Additional information was received indicating that this report is a duplicate and will be designated as unreportable. The original report, 1220648-2026-00807, will serve as the primary report.

Event description:
Additional information was received indicating that this report is a duplicate and will be designated as unreportable. The original report, 1220648-2026-00807, will serve as the primary report.